Event description:
It was reported that a spectrum pump alarmed system error 105 during routine maintenance. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation wa performed. Evaluation confirmed the reported symptom of system error 105 through the device history log, but could not reproduce it during evaluation. Evaluation determined the cause to be severed motor mount screws. The failed motor assembly was replaced to correct this condition.